Event description:
It was reported a male surgeon broke the tip of a drill while drilling a pilot hole during an open reduction and fixation of the maxilla. He recovered the broken tip and continued the operation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: component code mechanical (g04) - drill item was returned for evaluation. Visual examination identified the tip of the device to be fractured. Scratches and other wear marks were noted. The part and lot information was verified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information is available at the time of this repot.